Manufacturer narrative:
The insulin pump was monitored and no unexpected error alarm was noted. Trace history shows that the insulin pump triggered an alarm after the user entered manage settings and cleared user settings. Another alarm occurred after battery removal. This is a normal function of the insulin pump. Trace history shows that the insulin pump was functioning properly. No anomalies were noted.

Event description:
The customer reported via phone call indicating that the insulin pump had a error of 21 and 23. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.